Event description:
It was reported by the customer, cardiosave intra-aortic balloon pump was displaying "power-up test fails code 3" and "system over temperature" errors. There was no patient involvement.

Manufacturer narrative:
Due to character limits- event site address- (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11 a getinge field service engineer (fse) was dispatched to evaluate the unit. The fse observed that the unit gave ''power-up test fails code 3'' and ''system over temperature'' errors. In the examination of the device, it was determined that the temperature sensor on the scroll compressor was defective. Upon the request of the hospital, the healthy temperature sensor was removed from the device with serial number (B)(6) (order number: (B)(4)), which was previously defective, and installed on this device. The device was tested and checked, and the catheter was connected and tested for approximately 1 hour. There is no problem with the device. The device is delivered to the user in working condition. The customer has not purchased the new part yet, they will not return the part.